Event description:
It was reported the gastrointestinal videoscope exhibited dirty objective and light guide lenses. It is unknown when this issue was found. There was no reported patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.